Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and found a tear in the balloon on the labeller picker arm and on the number 4 picker arm. The fse replaced the number 3 and number 4 picker arm balloons. The fse revisited on (B)(6) 2011 and replaced the air picker balloon position 1 on the labeler, which completes the replacement of all four balloons on the module.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that one of the labeler picker arms (number 3) is leaking and not operating properly in the power processor. No operator exposure to smoke was noted for this event.